Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic feeling unwell. A drop in atrial sensing and a loss of capture were observed. X-ray imagining found the lead to be dislodged. The lead was programmed off. On (B)(6) 2015, the lead was revised. The patient was noted to be in stable condition following the procedure.